Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.